Event description:
It is assumed the patient's issue has resolved based on the approved readings listed under the manufacturer's patient care network database.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an inaccurate measurement was present. In turn, the sensor was recalibrated. The outcome of the recalibration is unknown at this time.